Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 760 ventilator generated a vent inoperative error and would not allow short self-test (sst). The device was made available for evaluation. The service personnel (sp) inspected the ventilator and replaced the pressure solenoid psol (proportional solenoid) pcb (printed circuit board). The ventilator passed all testing per manufacturer specifications at the time of service. The psol pcb was returned to medtronic for further evaluation. A visual inspection was carried out and no anomalies were observed. The part was assembled in the failure investigation test bed and failed the power on self-test (post) with relevant diagnostic codes appeared in the test log. The fault was isolated to component u36 on the psol pcb. The cause of the event was isolated to electronic component failure u36 on psol pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 760 ventilator generated a vent inoperative error and would not allow short self-test (sst). The ventilator was not in use on a patient at the time of the reported event.